Event description:
It was reported that pump displayed malfunction code and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset device without recurrence of malfunction, was advised to continue using pump and to call back if problem returned, and acknowledged understanding of these instructions.